Manufacturer narrative:
A partial lead with the distal tip measuring 41.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire system was explanted due to endocarditis and mrsa in her feet. Noise was noted on the rv lead and damage of the lumen on the ra lead. No further information is available.

Manufacturer narrative:
The previously reported device manufacture date dec 15, 2007 was incorrect. The correct date to supersede the initial device manufacture date should be mar 27, 2008.